Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the pressure gage of the duo+ pump/shaver console was broken and the gage continued to fill with water. The tubing was changed but that didn¿t solve the issue. Pump has been discontinued until a replacement is sent. No surgical delay was reported, but patient har was reported since the over pressure caused the patient's shoulder to expand. Per service manual operational and diagnostic, the reported failure was confirmed.   During evaluation, the pressure tips and front lexan covers were found damaged thus both were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the tips and damaged lexan could be related to lack of a maintenance. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy the pressure gage of the duo+ pump / shaver console was broken and the gage continued to fill with water. The tubing was changed but that didn't solve the issue. Pump has been discontinued until a replacement is sent. No surgical delay was reported, but patient har was reported since the over pressure caused the patient's shoulder to expand. No additional information was provided. Additional information received from the affiliate reported the case was completed by switching to gravity flow since changing the tubing did not fix the problem. It was also reported additional surgical intervention is not planned and the malfunctioning pump was sent to the loan department. The affiliate reported the patient is doing well since the surgeon discontinued use of the faulty pump early in the procedure.